Event description:
It was reported that approximately three years after implantation of a vena cava filter during the scheduled retrieval, the filter was noted to have migrated caudally and some filter limbs appeared to extend outside the ivc wall. A detached limb was noted to be outside of the vena cava, adjacent to the ivc wall. The filter was successfully removed; however, the detached limb was not retrieved. There was no reported patient injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The device was not returned; however, images were provided. Based upon the image review, the complaint is inconclusive for caudal migration and limb perforation; however, the complaint investigation is confirmed for a detached filter limb. Based upon the available information, the definitive root cause for this event is unknown.